Event description:
The following was reported to hamilton medical ag: tf 431001 tf 431002 due to defective mainboard or blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the hospital reported that the device turned off during operation, displaying "ventilator canceled," followed by a black screen before shutting down. The technician on site inspected the device and found that cer voltages (29,4 - 32,6 v) on the mainboard (test point pin 11/blower) were out of range. Therefore the mainboard was replaced. After the replacement of the mainboard the fault was rectified and it can therefore be concluded that the root cause is a defective mainboard. Additionally, the blower module, which had reached 94% of its lifetime, was replaced as a preventive measure, and preventive maintenance was successfully performed. The blower module is not related to the root cause. No health consequences and impact for the patient occured. Additional information: added in b5 and h11.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following complaint description (quotation of the customer/reporter): complaint description: "in the hospital department mentioned that the device turned off during operation. On ip show "ventilator canceled" and then show black screen and shout down. I noticed technical fault (tf) 446029 (ambient failure detected) and tf 431001 (blower fault), which is related to the blower fault, but also the blower is already at 94%, which I will now replace at the regular service. Health impact: no clinical signs, symptoms or conditions and no health consequences or impact, were reported.